Event description:
Through review of white paper 'reconstruction of the thoracolumbar spine using a new adjustable cage design', it was reported that one (1) patient experienced 'loss of correction' approximately 3 months post-operatively. It was not reported if the patient was/will be revised. The aim of the paper was to determine the safety of the capri cage system and the feasibility of its use in patients with various spine pathologies. The device information is reported as 'capri® large expandable cage system (k2m®, leesburg, va)'; catalog and lot numbers are not provided. Dates of surgery range from 2016-2020.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. This complaint addresses loss-of correction within one-year of surgery which was identified at the 3-months follow-up. It is unknown what caused failure loss of correction and if this is related to failure of the stryker device. The surgeon was contacted multiple times however no additional information was provided to date.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
Through review of white paper 'reconstruction of the thoracolumbar spine using a new adjustable cage design', it was reported that one patient experienced 'loss of correction' approximately 3 months post-operatively. It was not reported if the patient was/will be revised. The aim of the paper was to determine the safety of the capri cage system and the feasibility of its use in patients with various spine pathologies. The device information is reported as 'capri® large expandable cage system (k2m®, (B)(4)); catalog and lot numbers are not provided. Dates of surgery range from 2016-2020.